Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. As received, the monitor displayed service code 203 (pulse test fault) upon start up. Upon evaluation, the d8 component (surface mount rectifier) on the dn pca was loose. The cause of the test failure was the loose component. The cause of the loose component was a loose solder connection. The root cause of the loose solder connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was unable to run detect and treat testing.